Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module objective lens cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the serial number plate missing, the bending rubber leak, the root brace rubber cut, the remote control buttons cut, the light guide cable cut, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).